Manufacturer narrative:
(B)(4). Information alleging product malfunction became known to nuvasive on (B)(4) 2011. There has been no confirmation that a vertebral body fracture has occurred that is related to a product malfunction. Literature review notes the following: "infrequent operative and postoperative complications known to occur include: ...damage to blood vessels; spinal cord or peripheral nerves, pulmonary emboli; loss of sensory and/or motor function; impotence; permanent pain and/or deformity." It is unknown if revision surgery or other intervention has occurred. No product has been available for analysis. Should additional relevant information become available a subsequent report will be filed.

Event description:
A patient reportedly exhibited a vertebral body fracture and nerve impairment following a xlif procedure involving placement of an interbody implant and a lateral plate assembly. Date of initial surgery was (B)(6) 2009. It is unknown if any revision surgery has occurred.